Manufacturer narrative:
Section b.5. And g.3. Has been updated with additional information. If any additional information is made available a MDR supplemental will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2022, the patient was implanted with one biomimics 3d (bm3d) stent (a 6.0 x 150mm stent) to treat a denovo lesion of the superficial femoral artery (sfa) proximal third to distal third segment in the left leg. A contralateral approach was used and the lesion was prepared using atherectomy and pre-dilated with percutaneous transluminal angioplasty (pta). The treated segment was post-dilated with pta and treated with a drug coated balloon / drug eluting balloon. The site reported that on (B)(6) 2022, an early occlusion was identified. The site reported that a left leg extremity (lle) ultrasound showed sfa occlusion. An angiogram and intervention were performed with a glidewire which was used to try and cross the sfa occlusion but could not cross into the stent. Therefore, a 6mm balloon was inflated into the distal common femoral artery (cfa). The physician attempted to cross into the stent occlusion with the balloon inflated but again the wire was going behind the stent. Completion imaging was performed to identify surgical bypass target. The event was reported as not related to the device and not related to the procedure but was due to a worsening of the pre-existing condition. It was reported as target lesion related. The device remains implanted. The outcome was reported as continuing. The event was reviewed by veryan on (B)(6) 2023 and considered possibly related to the device.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.5. Highlighted the updated information received, h.2. Were updated to reflect the type of report (follow-up 03) and the reason, and section h.11. Was updated to reflect the sections of the report that were changed.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2022, the patient was implanted with one biomimics 3d (bm3d) stent (a 6.0 x 150mm stent) to treat a denovo lesion of the superficial femoral artery (sfa) proximal third to distal third segment in the left leg. A contralateral approach was used and the lesion was prepared using atherectomy and pre-dilated with percutaneous transluminal angioplasty (pta). The treated segment was post-dilated with pta and treated with a drug-coated balloon / drug eluting balloon. The site reported that on (B)(6) 2022, an early occlusion was identified. The site reported that a left lower extremity (lle) ultrasound showed sfa occlusion. An angiogram and intervention were performed with a glidewire which was used to try and cross the sfa occlusion but could not cross into the stent. Therefore, a 6mm balloon was inflated into the distal common femoral artery (cfa). The physician attempted to cross into the stent occlusion with the balloon inflated but again the wire was going behind the stent. This was performed on (B)(6) 2022. Completion imaging was performed to identify surgical bypass target. The event was reported as not related to the device and not related to the procedure but was due to a worsening of the pre-existing condition. It was reported as target lesion-related. The device remains implanted. The outcome was reported as occlusion could not be crossed or treated. The event was reviewed by veryan on 09-jan-23 and considered possibly related to the device. On the 13-may-24, additional information was reviewed which included the clinical events committee (cec) adjudication of this event and they considered it also to be device related and procedure related due to the event occurring within 30-days of the index procedure.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2022, the patient was implanted with one biomimics 3d (bm3d) stent (a 6.0 x 150mm stent) to treat a denovo lesion of the superficial femoral artery (sfa) proximal third to distal third segment in the left leg. A contralateral approach was used and the lesion was prepared using atherectomy and pre-dilated with percutaneous transluminal angioplasty (pta). The treated segment was post-dilated with pta and treated with a drug coated balloon / drug eluting balloon. The site reported that on (B)(6) 2022, an early occlusion was identified. The site reported that a left leg extremity (lle) ultrasound showed sfa occlusion. Angiogram and intervention was performed. The sfa proximal third to distal third was treated with pta/standard balloon angioplasty on (B)(6) 2022. The event was reported as not related to the device and not related to the procedure but was due to a worsening of the patient's condition. It was reported as target lesion related. The device remains implanted. The outcome was reported as resolved/recovered. The event was reviewed by veryan on (B)(6) 2023 and considered possibly related to the device.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformities or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.5. Highlighted the updated stop date which reflected the date of the attempted intervention and the updated patient outcome. Sections d.3. And g.1. Were updated to reflect veryan's address and sections g.6. And h.2. Were updated to reflect the type of report (follow-up 02) and the reason, section h.11. Was updated to reflect the sections of the report that were updated.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2022, the patient was implanted with one biomimics 3d (bm3d) stent (a 6.0 x 150mm stent) to treat a denovo lesion of the superficial femoral artery (sfa) proximal third to distal third segment in the left leg. A contralateral approach was used and the lesion was prepared using atherectomy and pre-dilated with percutaneous transluminal angioplasty (pta). The treated segment was post-dilated with pta and treated with a drug-coated balloon / drug eluting balloon. The site reported that on (B)(6) 2022, an early occlusion was identified. The site reported that a left leg extremity (lle) ultrasound showed sfa occlusion. An angiogram and intervention were performed with a glidewire which was used to try and cross the sfa occlusion but could not cross into the stent. Therefore, a 6mm balloon was inflated into the distal common femoral artery (cfa). The physician attempted to cross into the stent occlusion with the balloon inflated but again the wire was going behind the stent. This was performed on (B)(6) 2022. Completion imaging was performed to identify surgical bypass target. The event was reported as not related to the device and not related to the procedure but was due to a worsening of the pre-existing condition. It was reported as target lesion-related. The device remains implanted. The outcome was reported as occlusion could not be crossed or treated. The event was reviewed by veryan on 09-jan-2023 and considered possibly related to the device. Additional information provided by the site on 01-mar-2024 added the date the attempted intervention took place which was (B)(6) 2022 and the outcome was updated.